Event description:
Account alleged that the trendelenburg is not functioning.

Manufacturer narrative:
Account found the pin out of the connector, account reseated pin to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.